Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a 48-year-old female patient concerning herself. Additional information was received from the patient on the same day and on 23-may-2026. The medical history of the patient included high blood pressure and latex allergy. Concomitant medication included losartan [losartan] 100 mg for high blood pressure. She had received one dose of moderna covid-19 vaccine. The patient had not received any other vaccinations within the previous 6-12 months and had not experienced any illness during the month prior to treatment. The patient had previously received treatment with botox [botulinum toxin type a] in 2001, dysport [botulinum toxin type a], and other unspecified fillers. On unknown date in (B)(6) 2023 and again two months later, the patient received treatment with sculptra to the masseter (cheek) region and temples using a fanning technique (unknown lot number and needle type). A total of three vials of sculptra were administered. Sculptra was injected to temples (off label use of device). On an unknown date in 2024, approximately six months after receiving sculptra treatment, the patient began feeling nodules/hard granuloma (granuloma skin) beneath the skin on her face. The patient was advised that the nodules should resolve and to continue massaging the area. The condition has continued to progress over time. In (B)(6) 2025, the patient underwent dental cleaning. In 2025 (approximately six months prior to the date of the report), the patient underwent a CT scan of the right side of the face, when there was one serious nodule present and was growing, while another was beginning to form. Since that time, three additional nodules have developed. The nodules continued to harden and spread. The patient also reported that, based on the CT scan findings, she believed sculptra had been injected incorrectly, as it had not been placed deeply enough. The patient reported developing nodules over the past 2.5 years. She described an extremely hard granuloma on the left side, with nodules spreading to the marionette lines and jawline on the right side. She reported that her face was damaged. At the time of reporting, the patient stated that she had five nodules on her face. The patient expressed that she was extremely scared and worried and reported that her face was damaged. As of (B)(6) 2026, the patient had not received any successful corrective treatment. According to the patient, the previous provider had gone out of business, while the new provider had not provided support, released her medical records, or agreed to treat her. The condition remained ongoing and was worsening, with further spread on the right side. The patient was experiencing significant emotional distress and expressed concern regarding the progression of the nodules. Outcome at the time of the report: nodules/hard granuloma was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the long-standing event suggestive of permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was used off-label in the temples. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The patient attempted to obtain additional information regarding the treatment procedure details, however, these efforts were unsuccessful, as a new provider had taken over the business. Based on the information obtained to date, the case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.